Manufacturer narrative:
(B)(4): physio-control is anticipating the device return for evaluation and continues to investigate the reported failure. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
During a normal test/inspection, it was observed that the device would not power on. There was no patient use associated with the event.